Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability approximately seven (7) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen standard cemented all poly patella size 38mm catalog #: 00597206538 lot #: 62847349, nexgen precoat femoral component size g left catalog #: 00596001751 lot #: 11401064, nexgen stemmed precoat tibial component size 6 catalog #: 00598004702 lot #: 37210867, nexgen straight stem extension 15mm x 30mm catalog #: 00598801215 lot #: 62640999. Report source - foreign: australia. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.